Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, the needle detached from the strands upon removal from the packaging. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received six device. A tactile and microscopic inspection of the sutures was performed with no abnormali ties. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.